Event description:
Customer reported camera failure and image retrieval problems. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the camera. System operates as intended.